Event description:
It was reported during the implant procedure that the physician was not able to get the helix to function properly. The helix seemed to be stuck inside the lead tip. The lead was not used and there were no reported patient complicaitons due to this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Valuation summary: (B) (4) no anomalies found however, blood was noted in the helix mechanism on visual inspection.